Event description:
The customer reported that a few drops of liquid consisting of blood leaked from the rinse block of the lh 500 hematology analyzer. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. No patient results were affected and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak from a small hole in pinch valve pv21. The fse also discovered that the actuator for pinch valve pv22 was sticking. The fse replaced the tubing at pv21 and cleaned the actuator at pv22 to resolve the issues. (B)(4).